Event description:
Event is reportable based on product analysis completed on 07/23/2009. It was reported that during a superior vena cava treatment procedure, inflation difficulty occurred. The lesion was located in the superior vena cava. Lesion details are unk. The xxl balloon 12 x 4 mm, was advanced to the lesion and "blood inflow" was observed. The balloon was not inflated and was withdrawn from the pt. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt status is reported as "stable". However, product analysis revealed a balloon tear.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. There was a 3 mm partial longitudinal tear over the distal markerband. A microscopic analysis found no damage to the markerband. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).